Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.65 v and a charge time of 34 seconds. There was concern that the device battery depleted prematurely. A guidant technical services consultant discussed that this device was not included in the premature battery depletion advisory, but was included in the devices that could experience extended charge times during middle-of-life. The device was explanted and replaced with another guidant ICD.